Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken during surgery.

Manufacturer narrative:
Persona tasp right cd bottom was returned with the complaint for review. Visual inspection confirmed that the post on the tasp completely fractured off. Minor nicks and scratches were also observed near the edges of the provisional. The piece that fractured off was not returned. This lot was manufactured on dec. 4, 2013 and has therefore been in the field for approximately 2 years 4 months. It is unknown how many times the device has been used. This is a known issue and has been investigated through corrective actions. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue. This device was considered to have left zimmer biomet conforming because it had a potential field life of 2 years 4 months when it broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.